Manufacturer narrative:
During a standard procedure, a dental electrical handpiece got hot and burned the pt. The location of the burn is not know. Pt received some samples of ointment and medication. The analysis did show that the head is dented at the backcap. Hence the back cap button sticks in and causes the head to heat up. Exemption number (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of kavo dental (B)(4) (the importer).

Event description:
During a standard procedure, a dental electrical handpiece got hot and burned the pt. The location of the burn is not know. Pt received some samples of ointment and medication.